Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was used during an endovascular procedure. It was reported that during the index procedure, the balloon ruptured when it was inflated inside of the patient. The balloon ruptured radially at the proximal end. It was noted that the balloon was inflated during preparation and when it was inflated in the patient is was completely in the graft fabric. It was also noted that the balloon was inflated with normal pressure. The procedure was completed with another manufacturer's balloon. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: the event was confirmed; the reliant balloon had burst resulting in a radial tear. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.